Event description:
It was reported that during a procedure, the tips of the screwdriver blades broke while the surgeon was tightening screws. Nothing was left in the patient. The surgeon used other screwdrivers to complete the procedure. Also, during this procedure the plate broke as the surgeon was attempting to contour it. The surgeon selected another plate, contoured it without incident and completed the procedure.

Manufacturer narrative:
Ssynthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. The screwdriver blade was broken when received. The device was tested for hardness and found to exceed the required hardness. A material change was implemented in march 2010 which improved the durability of this device. This device was made prior to the material change. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 3 for complaint (B)(4).